Event description:
It was reported when ablating the right isthmus, a pop occurred simultaneously with the handle leak. At the pop, the temp increased up to 42 degrees celsius which is the rf generator upper temperature limit for a 32w power shot. Consecutively, the pericardial effusion occurred and had to be drained (180cc).

Manufacturer narrative:
Once the device is received, we will conduct an investigation and provide our findings in a f/u report.